Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was noted that the patient's leadless pacemaker exhibited loss of capture. No intervention was performed, and the patient will further be monitored. The patient condition was stable.